Event description:
It is reported that a loss of aspiration occurred. During a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. The faradrive was flushed and prepped as per IFU (instructions for use) with insertion of the versacross dilator. An uncomplicated transeptal puncture was guided. The versacross dilator and wire were removed, and the physician attempted to aspirate the sheath; however, they were unable to draw back blood. An amplatz wire was inserted into the sheath through the hemostatic valve using the wire introducer and was placed in the lspv (left superior pulmonary vein) to secure la (left atrium) access. Aspiration was attempted again; however, it was unsuccessful. A new faradrive sheath was opened and prepped. No further issues with access. There were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.